Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was having "a serious difficulty" with their bladder right now. The patient stated they felt like they were just going pee "and flat" and they were all "crunched up inside." The patient clarified they meant that they were having bladder spasms and they were getting cramps around their belly and it really hurt. The patient stated they were trying to make adjustments to it for a half hour or so now and that they'd turned it down, and that didn't help, they turned it up higher and it made their toes contract and turning it off made the bladder contracting worse so they turned it back on and they didn't know what to do. Their healthcare provider (hcp) is on vacation and the patient has tried to contact the manufacturing representative (rep), but had not heard back. The patient stated this was new for them, that they usually would have pain when they had to use the restroom but now they felt like they were always urinating and in pain. The patient then stated that something happened to them last night (2022-oct-11,) that they rolled onto their back on their bed and they felt a pressure at the ins site and felt a jolt through all of their body. The patient stated this was the third time they've been jolted, and that the whole section of their anus and vagina had been contracting and was making their toe move again. The patient stated it was cramping their legs so they got up and walked around a little bit and it stopped so they went back to sleep. The patient stated all of a sudden today, their symptoms (the bladder cramping etc.) Began. The patient stated their hcp knew about the first two jolts and told the patient at the time that if it happened again they'd have to reprogram it. The patient stated the jolting started occurring as they started to lose weight. The patient stated they were on a diet and had lost a lot of weight and were going to physical therapy. The patient stated at the time they exp erienced the first jolt, they'd already lost around 42 pounds (they'd currently already lost 62 pounds) and that they'd told their hcp about the first 2 jolts at their 2022-may-12 appointment. The patient stated they were able to meet with the  rep at around that time, tell them about the issue and they then reprogramed the patient and changed programs for the patient. The patient stated they had been on the previous program for a very long time and it just started doing jolts to their toe and they weren't able to move their toe off of their big toe. The patient stated they'd gone through a lot of 'heck' with this and that the battery site had been sore for a long time but now it was worse, that they were in a lot of pain and the implant site felt bigger now where the pain was. The patient stated it didn't feel warm but it was definitely swollen and stated they thought it might have moved due to the weight loss. The patient wanted to be shown how to try a different program and on the call they tried another program but it was painful. Patient was advised to seek medical attention, which the patient indicated that they would reach out for medical assistance.